Event description:
On [date redacted], > 50-year-old male underwent placement of a watchman device. The procedure was performed without incident and the patient was discharged to home that day. On the next day, the patient presented to the ER with complaints of severe right leg pain and right foot cold and numb. The patient urgently underwent a cta (computed tomography angiography) of his abdominal aorta with runoff and he was found to have migration of the amulet device into the bifurcation of his aorta along with some thrombus in his left common iliac and additionally significant amount of thrombus in his right popliteal extending to his below popliteal and to his tibial arteries with questionable runoff on exam. The patient was emergently taken to the or (operating room) where an open right lower extremity thrombectomy of popliteal artery, superficial femoral artery, posterior tibial and anterior tibial artery and open thrombectomy of bilateral common iliac arteries and distal aorta, right lower extremity two compartment fasciotomy of posterior compartments procedures and removal of the watchman device. The patient is currently in house and recovering.